Event description:
It was reported that the patient experienced pain at the ipg site. It was also noted that the patients stimulation was not the same. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232. Sn:(B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the ipg site. It was also noted that the patients stimulation was not the same. The patient underwent an ipg replacement procedure and was doing well postoperatively.